Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Additional information indicated that the cause of high thresholds was due to an insulation breach on the lead. The lead was surgically abandoned. No additional adverse patient effects were reported.